Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported that their insulin pump screen was dark and would not turn on, accompanied by a red led flashing every 30 seconds, and the pump beeping and vibrating once every three minutes. The customer¿s blood glucose level was noted to be between 54-500 mg/dl, with no adverse impact reported. Technical support arranged to replace the pump, and the customer reverted to multiple daily injections (mdi) as a backup.